Event description:
Reporter stated that back-to-back tests were performed on patient, using the suspect device, with results of 281 mg/dl, 190 mg/dl, 158 mg/dl, and 56 mg/dl. Reporter indicated that, based on patient's symptoms, he was given orange juice, after which he reportedly felt better. Reporter also stated that, on the day of the report, additional back-to-back tests were performed on patient with results of 294 mg/dl, 91 mg/dl, and 68 mg/dl. No treatment based on results was reported. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.